Manufacturer narrative:
The c 702 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with rheumatoid factors ii rf-ii on a cobas 8000 c702 module. The customer alleged the analyzer was not performing automatic dilutions as expected. The sample initially resulted in a rheumatoid factor value of 98 iu/ml. The sample was then automatically diluted 1:20 and repeated, resulting in a value of > 650 iu/ml. The sample was repeated on 24-oct-2024, resulting in a rheumatoid factor value of 104 iu/ml. The sample automatically repeated at a decreased sample volume on (B)(6) 2024, resulting in a value of 549 iu/ml. The sample was repeated two additional times on (B)(6)2024, resulting in values of 101 iu/ml and 101 iu/ml. The sample was repeated on 25-oct-2024, resulting in a rheumatoid factor value of 106 iu/ml. The sample was repeated on 29-oct-2024, resulting in a rheumatoid factor value of 109 iu/ml.

Manufacturer narrative:
Upon review of the alarm trace, there were frequent errors indicating canceled tests, incomplete calibrations, and short sample. Abnormal aspiration errors were also observed. Calibration data was acceptable. The quality control data showed an outside of range low result. A general issue with the software and hardware can be excluded. There was no information suggesting the patient sample contains an interferent. The investigation determined the issue is consistent with incorrect user handling of automatic dilutions.